Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the resistance and stent dislodgment could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately calcified right iliac lesion. The 8.0x39mm omnilink elite stent delivery system was advanced with resistance noted with a 6f guiding catheter. The stent dislodged from the balloon in the left iliac and was implanted in healthy tissue using a new unspecified balloon. A new unspecified device was used to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.